Event description:
It was reported that the patient presented to the emergency room after receiving a remote transmission. Review of the transmission revealed multiple svt diagnoses due to atrial fibrillation with rapid ventricular response. The patient received inappropriate therapy. Programming options were recommended. Device remains implanted.